Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect - impact codes: f2203, f2303. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿right and left jaw¿ with juvéderm voluma® xc. Approximately one month post injections, patient experienced swelling in the jaw area and around eyes and was admitted into the hospital. A CT scan was performed and patient was diagnosed with cellulitis. Patient was treated at the hospital with 2 rounds of IV antibiotics and oral antibiotics. Four days later, patient discharged and was prescribed antibiotics and steroids daily. Symptoms are ongoing.